Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The controller requires two power sources for safe operation: either two batteries, or one battery and an ac adapter or dc adapter. According to the instructions for use (IFU), when changing a battery, users are instructed to grasp the cable of the fully charged battery near the connector, leaving the connector free to rotate. They are then to line up the solid white arrow on the connector with the white dot on the controller. Users are to gently push the cable into the controller. They are further instructed not to twist the connector, but allow it to naturally lock in place. A successful connection will result in an audible click. Users are to always confirm that the battery cables are properly locked on the controller by gently pulling the cable near the controller power connector. They are cautioned to not force connectors together without proper alignment. Forcing together misaligned connectors may damage the connectors. Per the IFU, users are instructed to return any damaged components to heartware. Any observed damage to the component would be mitigated by the exchange of this component for another one. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by the vad coordinator that she was not able to plug in the battery to the patient's controller. The battery was exchanged with no reported patient impact or consequences.

Manufacturer narrative:
It was reported that patient was unable to connect the battery to the controller. The battery was not returned for evaluation. A review of the manufacturing documentation confirmed that the associated battery met all requirements for release. Log files were not submitted or available for review. Based on the available information, a possible root cause of the reported event can be attributed to a damaged battery output connector. The device was not returned. Based on the available information, a possible root cause of the reported event can be attributed to a damaged battery output connector. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.